Manufacturer narrative:
Trackwise # 490061 updated sections: g4, g7, h2, h3, h6, h10 analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there were 10 additional similar complaint(s) reported for the reported failure mode and the reported lot number. However, no specific failure was reported. Trend analysis: (4110/213/67) the overall ¿axius shunt¿ 24 month complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. The overall complaint rate was found to be 0.269% and is above +3sd. Statement: run rule triggered above +3sd in (B)(6) 2021 for the overall control chart and failure mode- "shelf life exceeded" addressed under crf. No negative trend in biocompatibility related complaints have been observed. (I.e skin irritation, fever, skin infection, inflammation, allergic reaction, endotoxcity, hypersensitivity). Refer to escalation slide for details. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. There were no signs of clinical use or evidence of blood as the product was returned unopened in its original packaging. The expiration date on the package was observed to be 2021-07-27. An email was sent to request the po information when the device was delivered to the account. Two deliveries of the product to the account were shipped on (B)(6) 2021, as well as (B)(6) 2021, well before the expiration date of the products. Based on the returned condition of the device, as well as the po information received, the reported failure "no apparent adverse event¿ was not confirmed as no specific failure was reported. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4)

Event description:
N/a

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that they received axius coronary shunt 1.0 mm. On 19.04 the customer receives 2 conf.ni cod. C-of-1000 with expiry 07-2021. - (B)(6). Cannot accept this deadline. Procede with the customer return and relative return to the supplier. Forward a new po and xpo resends the same product again with the same expiry despite my mail - (B)(6). Asked the customer to refuse the package. No patient involvement.